Manufacturer narrative:
Investigation summary: bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Needles were packed in machine 2101 (april 3-6th, 2018) during which 70 visual inspections were carried out with zero defects noted. Needles were assembled needles in machine 4412 and come from 2 batches: #8078601: (march 20-23rd, 2018) during which 177 visual inspections of 25 units each were performed with zero defects noted. #8082597: (april 03-07th, 2018) during which 204 visual inspections of 25 units each were performed with zero defects noted. Cannula batches #8071800. Conclusion(s): since we were unable to duplicate or reproduce your indicated failure mode because no sample has been provide and review of DHR show no abnormalities during needles manufacturing, a definitive root cause related needle manufacturing process is not possible to determine, at this time.

Event description:
It was reported that during use of the bd microlance¿ 3 needle product leaked out between the syringe and the needle when patient injected the product.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd microlance¿ 3 needle product leaked out between the syringe and the needle when patient injected the product.